Manufacturer narrative:
The technician found the communication cable was not connected due to bent pins on the cable. The technician straightened the pins on the communication cable and tested the functions to repair the bed.

Event description:
Info rec'd indicates the pt is unable to place a nurse call by using the siderail switch. No injury.